Manufacturer narrative:
The motion controller was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was able to confirm the reported complaint. To resolve the issue, the motion controller was replaced on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect motion controller has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, after starting up the imaging system, the system could not complete motion commands when prompted by the user. No additional information was provided. There was no patient present when this issue was identified.